Manufacturer narrative:
A lot history review (lhr) of reyk1217 showed no other similar prod complaints from this lot number. The device has not been returned to the MFR, at this time, for eval.

Event description:
Facility reported that the wire tip appeared to be bent and "dangling" after removing from a newly inserted PICC. They stated the wire tip seems brittle and alleged it could easily be broken.